Event description:
Peripheral access device placed by interventional radiology. This device was a sample provided by the MFR. It was not assembled correctly by physician (seal not tight). Chemotherapeutic drug extravasates around catheter. Mild injury not requiring treatment.